Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had a drain complication message during drain 3 of 4. The patient cancelled cycler treatment and was able to complete treatment manually. When the patient was removing supplies, a fluid leak was observed in the cassette compartment. The patient did not experience any adverse reaction or require any medical intervention. The patient was prescribed prophylactic antibiotic medication. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler. The patient did not miss any pd treatments. The cassette is not available to be returned to the manufacturer for physical evaluation as it has been discarded by the patient.